Event description:
Healthcare professional reported right side rupture and capsular contracture baker grade iii diagnosed via ultrasound. Device was explanted and replaced with another manufacturers device.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments o f the complaints are: rupture: no observed. Capsular contracture: unable to observe since it is not related to the device. As per the investigation procedure, crease/wear abrasion /deformation were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
Implant date: partial date provided as "more than 20 years ago, the patient does not remember the date."

Event description:
Healthcare professional reported right side rupture and capsular contracture baker grade iii diagnosed via ultrasound. Device was explanted and replaced with another manufacturers device.

Event description:
Healthcare professional reported right side rupture and capsular contracture baker grade iii diagnosed via ultrasound. Device was explanted and replaced with another manufacturers device.

Manufacturer narrative:
Photo analysis it is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: capsular contracture: unable to observe since it is not related to the device. Rupture: unable to observe an opening with the provided photos. Cont e1 phone number- (B)(6). The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture baker grade iii.